Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Sus voluntary event report: #mw5074936 event description: hospital by dr (B)(6), starclose device used, sent home same day, next developed retroperitoneal bleed, required emergency surgery, multiple blood transfusions, and resulted in heart failure, starclose device not able to be found by dr edwards who said he aspirated as much blood as possible from abdomen and strained it. Don't know if it's still in the body or was actually removed but not found during the emergent surgery. Subsequent to the sus voluntary event report the following additional information was received: the arteriotomy closure was of the right common femoral artery via a 6f sheath on (B)(6) 2017 following a percutaneous coronary interventional (pci) procedure. No additional information was provided.